Manufacturer narrative:
Biomed verified the reported problem. No patient data lost. The cpu was replaced, which resolved the issue. This report is considered complete and this particular issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2021 that the cpu just stopped working when using as central station with a burnt odor smell. No injury was reported as a result of this event.